Manufacturer narrative:
During follow up with the customer, the customer clarified that they have been struggling with lows before they started on the pump. The customer has been able to manage bgs, since the last call, and is in good health. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing low blood glucose (bg) levels since starting on the pump (approximately (B)(6) 2013). Low bgs are usually treated by consuming food. The customer indicated that they are currently working with their healthcare provider to address the lows.